Event description:
It was reported that this pacemaker exhibited right atrial (ra) lead and right ventricular (rv) lead impedance high out of range. The patient had undergone a atrial fibrillation (af) ablation at the type of the issue. The measurements came back to normal range after the procedure. Technical services (ts) was consulted and explained there was no need to reprogram. The device remains in service. No additional adverse patient effects were reported.